Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator alarmed and went into inoperable condition and stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.